Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with blood glucose (bg) of 54 mg/dl while using the ilet bionic pancreas system and a dexcom g7 cgm. The patient treated the event with honey at home. No hospitalization, outside medical intervention, or long-term health effects were reported.